Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from a single patient sample when processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was reported out of the laboratory. It is unknown if a corrected report was issued for the patient sample. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. The investigation found no evidence to suggest the result in question was caused by an analyzer malfunction. The investigation could not determine whether the sample in question was processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.